Manufacturer narrative:
This patient in the (B)(4) study experienced an av-fistula and retroperitoneal bleed at the access site after uncomplicated implantation of a cypher stent in the rca. A 6fr 23cm avanti+ sheath introducer was used for the stenting procedure and after sheath removal, the site reported the access site complication. The decision was made at that time for conservative treatment and to observe the patient. Approximately three and a half months after the procedure, the patient consulted with the vascular surgeon due to continuing mild to moderate discomfort in the right groin and leg and having sharp pain radiate down her leg, especially with long ambulation. A bruit was heard on evaluation. Shortly after, the patient underwent successful surgical repair of the iatrogenic a-v fistula and repair of the femoral vein. One month later, a vascular ultrasound found no femoral a-v fistula and a repeat follow up ultrasound reported the same results. The sheath was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Both arteriovenous fistulas (avf) and retroperitoneal bleed/hematomas are known potential complications associated with femoral artery puncture. An avf is an anomalous communication between an artery and a vein that can be caused by penetrating trauma, such as arterial puncture necessary to perform interventions. Avf is a rare access site complication that occurs when the puncture is made where the artery overlies the vein. Most small avfs are asymptomatic and usually close spontaneously. Large symptomatic afvs need to be surgically corrected. Retroperitoneal bleeds (and hematomas) are caused by inadvertent puncture of the posterior wall of the femoral or iliac artery during cannulation. Bleeding may be exacerbated by anti-coagulation or anti-platelet medications. Retroperitoneal bleeds following cardiac catheterization are an infrequent but significant complication that may be associated with femoral artery puncture, itself. There is no information to suggest the design or manufacture of the sheath contributed to these events. Anatomical and/or procedural factors may have contributed to the events reported. No action will be taken.

Event description:
As it was reported by the (B)(6) study via email: the patient received a cypher stent in the mid rca. During the procedure, the patient had a retroperitoneal bleed after sheath removal as well as a femoral arteriovenous fistula. The events were graded as unrelated to the implanted cypher stent. A 6fr 23cm avanti sheath was used for the procedure. The site reporter indicated that she is unsure if the avanti sheath caused the reported events. Patient received CT scan, observation, vasc surgery consult, duplex pvl, and followup w/ vasc surgeon. Approximately three and a half months after the procedure, the patient consulted with the vascular surgeon due to continuing mild to moderate discomfort in the right groin and leg and having sharp pain radiate down her leg, especially with long ambulation. A bruit was heard on evaluation. On (B)(6) 2001, the patient underwent successful surgical repair of the iatrogenic a-v fistula and repair of the femoral vein. One month later, vascular ultrasound reported no femoral a-v fistula and a repeat follow up ultrasound in april reported the same results.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.